Manufacturer narrative:
D9 - date returned to MFR: 5/21/2026 h3/h6: one used device was returned for evaluation. There were blood residuals within the syringe and needle. No other damages or anomalies were observed. In order to replicate clinical use, the needle was inserted into a vial of water, and the syringe plunger was withdrawn. No flow was observed. The needle was removed from the needle-pro device and coagulated blood was observed within the needle and luer interface. The reported complaint of an occlusion can be confirmed. The probable cause is due to clotting of the blood during collection. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a strong flash of blood-filled hub or needle then no blood flowed into syringe despite strong pulses palpated. Care was delayed. Attempts were on femoral artery, and they had to stop the bleeding. There was patient involvement and no harm/adverse event reported.